Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.

Event description:
The patient reported experiencing 6 incidents where the adhesive of the infusion set did not stick to his body. He stated that in 2007, his blood glucose elevated to 342 mg/dl at 4pm and he bolused 5 units of insulin through his infusion device. At 6pm, the patient's blood glucose measured 280 mg/dl, and his wife discovered that the adhesive was loosened from the patient's skin. The product was requested to be returned for evaluation. Replacement product was sent. The patient reported that he is blind. No further information is available.